Manufacturer narrative:
There was an allegation of additional questionable results from the cobas e411 rack analyzer. The sample was initially tested using the primary sample tube. The repeat results were obtained from an aliquot in a sample cup. On (B)(6) 2025, patient 4 initial tsh result was 0.019 uiu/ml with a data flag. The repeat result was 2.55 uiu/ml. The initial ft3 result was 1.16 ng/dl. The repeat result was 3.04 ng/dl. The initial ft4 result was 0.039 ng/dl with a data flag. The repeat result was 1.28 ng/dl. On (B)(6) 2025, patient 5 initial tsh result was 0.063 uiu/ml. The repeat result from an aliquot was 1.15 uiu/ml. The initial ft4 result was 0.039 ng/dl. The repeat result from an aliquot was 1.22 ng/dl the initial free psa result was 0.012. The repeat result from an aliquot was 1.14. No unit of measure was provided. Patient 6 initial tsh result was 0.133 uiu/ml. The repeat result from an aliquot was 2.05 uiu/ml. On (B)(6) 2025, patient 7 initial ft4 result was 0.039 ng/dl with a data flag. The repeat result from an aliquot was 1.30 ng/dl. The questionable results were not reported outside of the laboratory. The repeat results were believed to be correct. The ft3 and free psa reagent lot numbers and expiration dates were not provided. The investigation is ongoing.

Manufacturer narrative:
The ft4 reagent lot number was 816060. The tsh reagent lot number was 852498. The other reagent lot number and the expiration dates were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable results from the cobas e411 rack analyzer. On (B)(6) 2025, patient 1 initial tsh result was 0.039 uiu/ml with a data flag. On (B)(6) 2025, the repeat result was 2.670 uiu/ml. The initial ft4 result was 0.033 ng/dl. On (B)(6) 2025, the repeat result was 1.11 ng/dl. On (B)(6) 2025, patient 2 initial cea result was <0.200 with a data flag. On (B)(6) 2025, the repeat result was 2.81. No units of measure were provided. On (B)(6) 2025, patient 3 initial cea result was 0.200 ng/ml with a data flag. The repeat result was 2.89 ng/ml. The initial ca 15-3 result was 1.00 with a data flag u/ml. The repeat result was 25.48 u/ml. The questionable results were not reported outside of the laboratory.

Manufacturer narrative:
There was an allegation of additional questionable results from the cobas e411 rack analyzer. The sample was initially tested using the primary sample tube. The repeat results were obtained from an aliquot in a sample cup. On (B)(6) 2025, patient (B)(6) initial tsh result was 0.019 uiu/ml with a data flag. The repeat result was 0.778 uiu/ml. The initial ft3 result was <0.039 ng/dl with a data flag. The repeat result was 3.48 ng/dl. The initial ft4 result was 1.24 ng/dl. The repeat result was 1.86 ng/dl.

Manufacturer narrative:
The investigation determined the issue was due to pre-analytical handling issues at the customer site. Correct pre-analytic sample handling is within the customer's responsibility. The test tubes had smeared/dissolved gel, and the customer was not using the required rack tube adaptors for 13 mm tubes. There is no evidence to suggest a malfunction of the device.